Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event involved a primary plumset that the customer stated the tubing connection broke into the blue y-site connection causing a leak of vasopressors. The customer reported they believe the vasopressor did not infuse after the connection. At approximately 1830 the patient was four vasopressors that were all y-sited to the medial line on the central venous catheter (cvc). The epinephrine was quad concentrated and last in the y-site. The patient¿s blood pressure was not responding to the epinephrine, so the customer thought the infusion was not at a high enough rate. They reported they disconnected the epinephrine and attached it to the proximal lumen of the cvc. The blood pressure was not responding to the epinephrine and the line flushed at the y-site which was noted to be leaking at the tubing connection to cap. The leaking also noted to previous y-site connections and blood backing up into the cvc line. The vasopressor bags were re-spiked and tubing was rehung. Additionally, it was noted the end of the epinephrine tubing was broken and the piece was stuck in the previous y-site. The patient continued to be hypotensive despite maximum on vasopressor. At 1837 the patient was eventually asystole, reported to be a limited code, family stated not to push code medications. There was patient involvement, there was an adverse event, and a delay in therapy. Multiple requests for additional information has been made. No additional information has been received at this time.

Manufacturer narrative:
Received one used list #(B)(4), primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #5409747. The complaint of broken tip inside the y-clave can be confirmed. As received the sample had a broken off male luer tip still inside the y-clave. There were no other damages or anomalies noted on the first sample. The broken portion of the tip was examined. The shape of the deformation was angled where one side is higher than the other which is typical of a bend break. The deformation observed was in the form of beach marks on the higher portion of the angled break on tip. The opposite lower side of the break was smoother. The probable cause of the broken male luer tip inside the y-clave is due to an unintentional bending force during use.the lot review for (B)(6) was reviewed and no non conformities were found that would have led to the reported complaint.